Event description:
The customer reported being hospitalized due chest pain and low blood glucose of 39mg/dl. The customer stated that he was under a lot of stress before going to the hosp. The customer also stated that he has lost some weight and he did not change his basal rates. The customer was experiencing unexplained low glucose for the past two days. The customer's most recent glucose reading was 57mg/dl, and he has treated with soda. The customer stated that he was getting too much insulin during sleeping time. The customer stated that he was told by the doctor to change his basal rates to 1.2 units. Assisted the customer with changing the basel rates per doctor's instructions. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.